Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that frayed cables were observed on the pk dissecting forceps instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instruments pitch cables were broken. The pitch down and up cables were broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's pitch down cable, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.